Event description:
A customer reported receiving erratic readings on his adc glucose meter. The customer reported receiving readings of 101 mg/dl, 151 mg/dl and 170 mg/dl and 101 mg/dl within 10 minutes on an unspecified date. All tests were performed on the finger. When plotted on a parkes error grid, the results fell into the b zone, indicating the difference in values was not considered clinically significant. As a result of the erratic readings issue, the customer reported he experienced symptoms of "shaking, blacked out and woke up on a couch", and stated that he experienced a loss of consciousness. The customer could not recall the date or time of the event. The customer reported "his wife got him to start eating something to get his sugar up." The customer self-presented to a doctor on the following day, but denied receiving any diabetes-related treatment or diagnoses. There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is a final report. The meter has been returned and an investigation utilizing the returned meter (serial no: (B)(4)), retained test strip (lot no: 1178374) and retained control solution ((B)(4)) has determined the complaint is not confirmed. All results were within range specifications and no errors were observed during testing. The date of the event is unknown. The date listed is the date abbott diabetes care became aware of the event. Two attempts were made to contact the customer for additional information and/or clarification, without success. (B)(4).